Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead had experienced pocket stimulation. Capture management was programmed off. The patient will be reevaluated in one month. The lead remains in use. No patient complications have been reported as a result of this event.